Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage, keypad anomaly and moisture damage. Customer's blood glucose at time of incident was 11mmol/l. Customer stated that there is crack on lcd screen and saw steam got into the pump. Customer stated the buttons are not working. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. All buttons functioned properly and no damage on the keypad assembly or moisture damage was found inside the pump. Inspected the connector on the lcd and no unlocked keypad connector was noted. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.